Event description:
Information received regarding the explanted device notes that when the device was being changed for normal battery depletion, an infection was discovered. The physician noted that a "black carbon material" was in the atrial port of the device.